Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous procedure due to vertebral compression fracture. Intra-op, the handle of the trocar separated. The surgeon was forced to moved to "nch" operation room to perform an open surgery to recover the needle. No patient complications were reported due to this event.